Event description:
Customer reported to beckman coulter, inc (bec) that the electrolyte injection cup (eic) of the unicel dxc 600 synchron system was overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a small piece of tube stopper stuck underneath the eic spacer. The fse removed the obstruction and primed the ion selective electrolyte module.

Manufacturer narrative:
(B)(4).